Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. . Evaluation observed and found the pump passed downstream occlusion testing, and the downstream sensor readings were found within the specifications. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition "failed downstream occlusion" was not verified. Downstream tubing guide requires replacement as per service requirement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion (2x) 23.62 and 20.5. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.